Event description:
It was reported that the patient had bent over, and the pump bumped against something. The pump started to alarm, indicating to reattach cassette. Upon returning to the clinic, the pump had been checked, and it was confirmed that the lock arm had indeed been locked. There had been a delay in the patient's treatment, lasting approximately two hours. During the infusion, there had been alarms, which had been resolved after returning to the clinic and having a new pump put on the cassette. The error had occurred within 24 hours of the pump being placed on the patient. The drug being infused had been blincyto, with a continuous infusion rate of 0.6 ml/hr, an initial reservoir volume of 110 ml, the air detector was on, the upstream sensor was on, and the length of infusion was 168 hours, and the cassette had been locked. The pump had been used to prime the extension tubing. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: updated. H3: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.